Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the pins on the pt's electrode belt have broken off and the monitor keeps prompting to check the belt. The pt was provided with a replacement electrode belt.